Event description:
It was reported that the procedure was being done to treat a lesion in the illac which is off label use. The 7fr pinacle sheath was placed distal to the bifurcation causing it to straighten, thus preventing the sheath to remain in place. When the absolute was attempted to be deployed, the stent jumped backward and was deployed in an unintended site. Another stent was used to cover the intended lesion site.